Manufacturer narrative:
No additional information as been provided as per the date of this report. This report is filed september 16, 2014. Device analysis report is not available.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.